Event description:
It was reported that there was reduced tension in the cervical region and in the extension.

Manufacturer narrative:
Continuation of d10: product ID b3400095 serial# (B)(6) implanted: (B)(6) 2023 product type extension product ID b3400095m serial# (B)(6) implanted: (B)(6) 2023 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was very annoyed by the extension since 3 months. The extension had become too short, typical vicious stance with downward and sideways gaze to the right. The etiology was probably related to the device or therapy - implantable neurostimulator (ins) and extensions. Surgical intervention occurred to reduce subcutaneous extension tension on (B)(6) 2024. Surgical observation found fibrosis in the patch of subcutaneous extension. The issue was ongoing. The event also resulted in hospitalization.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400095, serial/lot #: (B)(6), ubd: 23-may-2025, UDI#: (B)(4); product ID: b3400095m, serial/lot #: (B)(6), ubd: 07-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400095 lot# serial# (B)(6) implanted: (B)(6) 2023product type extension product ID b3400095m lot# serial# (B)(6) implanted: (B)(6) 2023 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.